Event description:
It was reported that in central processing, frayed cables were identified on the prograsp forceps instrument and subsequently was not used on a patient. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's pitch up cable was starting to fray at the distal clevis hub. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable if to recur could cause or contribute to an adverse event.